Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint records. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheters were uncomfortable and caused a urinary tract infection (uti). The patient went to the doctor for treatment. Per additional information via email from (B)(6) on 20-sep-2021, it was stated that the bever male hydrophilic catheters were uncomfortable and the patient experienced bleeding. It was also stated that they caused a urinary tract infection. The patient had been using the product less than 90 days. Per additional information received via phone on 21-sep-2021, the patient stated they went to his physician and was treated with nitrofurantoin and cipro. The customer described the catheter as being stiff and would not go in easily.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode for this failure could be "catheter strength issue (too stiff¿) therefore a potential root cause for this failure could be "raw material is too stiff". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿description: the bd ready-to-use hydrophilic catheter is a single use, disposable polyurethane catheter. It comes with a pre-applied water-soluable coating to assist in the navigation of the urethra. Ready-to-use hydrophilic catheters do not require the addition of water or waiting for the coating to activate. Indications for use bd ready-to-use hydrophilic catheters are indicated for intermittent catheterization of the urethra for those individuals who are unable to promote a natural urine flow or for those individuals who have a significant volume of residual urine following a natural bladder-voiding episode. The catheter is inserted into the urethra to reach the bladder allowing urine to drain. Contraindications the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury. Warnings: to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor. Precautions: 1. Federal (USA) law restricts this device to sale by or on the order of a physician. 2. The catheter is for intermittent use only. 3. Sterile if package is unopened or undamaged. 4. Inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it. 5. Do not use the catheter if there is no water inside the inner packaging or if the product is past its expiry date. 6. Self-catheterization should only be carried out under medical advice and only in accordance with instructions provided. You should always follow the plan of care and advice given by your healthcare professional. 7. Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories. 8. Please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube). 9. The indwelling time of the bd ready-to-use hydrophilic catheter is about 1-3 minutes. When urine drainage is complete, slowly withdraw catheter from urethra. 10. The catheter is for single use only and must then be discarded. Note: store catheters in a cool and dry place.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheters were uncomfortable and caused a urinary tract infection (uti). The patient went to the doctor for treatment. Per additional information via email from liberator on (B)(6) 2021, it was stated that the bever male hydrophilic catheters were uncomfortable and the patient experienced bleeding. It was also stated that they caused a urinary tract infection. The patient had been using the product less than 90 days. Per additional information received via phone on 21sep2021, the patient stated they went to his physician and was treated with nitrofurantoin and cipro. The customer described the catheter as being stiff and would not go in easily.